Event description:
It was reported that the implantable cardiac monitor displayed an error message. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).